Event description:
Device 3 of 3. Reference MFR. Report#: 1627487-2012-05335, 05336. It was reported the pt experiences overstimulation when attempting to increase the stimulation. It was also reported the pt was not receiving adequate coverage. Reprogramming resolved the pt's issues.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.